Manufacturer narrative:
MFR# (B)(4).

Event description:
Through follow-up, the surgeon reported that difficulties with intraoperative visualization secondary to transient hemorrhage, past refractive surgery (with possible corneal rigidity/easily compressed) contributed to the stent being malpositioned (os). Postoperative visualization of the stent was described as ¿good with no adverse impact to the patient¿. The patient''s most recent status was reported as intraocular pressure (iop) ¿well controlled with medication, the stent''s position being monitored, and the event resolved¿.

Event description:
It was reported that during a (B)(6) microbypass stent system procedure, the surgeon inadvertently implanted one (1) of the two (2) stents ¿too posterior in the iris root¿ due to compromised intraoperative visualization secondary to excessive bleeding. Reportedly, the procedure was completed successfully with a back-up device, and there was no patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified; however, operational context (compromised visualization) likely contributed to the reported event. MFR# reference: (B)(4).